Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had broken battery tube threads and a stripped battery cap coin slot.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer didn't know what her blood glucose reading was at the time of the event, but she was told by her doctor that it was not high enough to put her in diabetic ketoacidosis. She was told that her insertion sites were bad. The customer stated that she has had bent cannulas recently. The customer also reported that the insulin pump lost power without warning. The customer stated that she was unable to remove the battery cap as it appeared to have melted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.